Manufacturer narrative:
(B)(4).should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the home patient (hp) had air in the patient line on the homechoice (hc) machine after disconnecting from the setup during the dwell state. The technical service representative (tsr) inquired about the air that was seen in the line and the hp stated that there was about 1 inch of air. The tsr stated that if there is only 1 inch of air, it will be fine, because the device was in the dwell mode and it will drain the hp next. The air will go into the drain bag. The hp was going to continue the therapy as normal. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. If additional or relevant information becomes available, a supplemental report will be submitted.